Manufacturer narrative:
Root cause: the convenience kit component is supplied to deroyal by cr bard. Therefore, a supplier corrective action request was issued to bard. The photo of the defective component was forwarded to bard for evaluation. Bard confirmed foreign material was inside of the device, which exceeds the device specifications. However, bard is unable to determine where the sample got the foreign material since it was received out of its packaging. Corrective action: in its scar response, bard stated it has not determined the root cause for the reported event. However, its manufacturing site is aware of the reported issue and it has entered the complaint into its trending report for review by the management team. Investigation summary: an internal complaint (call (B)(4)) was received indicating that a hand tray (89-6815) contained an ear syringe that dispersed a bug when flushed with saline. A physical sample of the product was not received for evaluation. However, a photo of the affected material was provided and confirmed the presence of a bug. Lot mapping identified the affected raw material as 5-3460. A scar was issued to bard as well as the photo of the defective sample. A response has been received. Preventive action: a preventive action has not been taken at this time. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
An ear syringe was filled with saline, and when used to flush out the surgical incision, a bug came out of the ear syringe. The end user stated there was no bug in the saline bowl prior to filling syringe. The ear syringe was in a custom procedure kit.

Manufacturer narrative:
Investigation summary an internal complaint (call (B)(4)) was received indicating that a hand tray (89-6815) contained an ear syringe that dispersed a bug when flushed with saline. A physical sample of the product was not received for evaluation. However, a photo of the affected material was provided and confirmed the presence of a bug. Lot mapping identified the affected raw material as 5-3460. This raw material is supplied to deroyal by cr bard. A supplier corrective action request (scar) was issued to bard. As of the date of this report, a response has not been received. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
An ear syringe was filled with saline, and when used to flush out the surgical incision, a bug came out of the ear syringe. The end user stated there was no bug in the saline bowl prior to filling syringe. The ear syringe was in a custom procedure kit.